Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, at approximately 2:17 pm, the patient experienced symptoms consistent with hypoglycemia, including a sensation of impending loss of consciousness, diaphoresis, shaking, vomiting, and diarrhea. At the time, the patient was unaware that she was hypoglycemic. At 2:27 pm, the patient checked her continuous glucose monitor (cgm) and observed a glucose reading of 55 mg/dl. No hypoglycemia alert had sounded despite the low alert threshold being set at 70 mg/dl. The patient was treated at home by her husband with a total of 12 glucose tablets and apple juice. Her symptoms improved with treatment, and no additional medication or emergency medical intervention was required. The patient was not transported to the hospital, and no further medical evaluation or treatment was documented following the event. At the time the incident was reported (later the same day) the patient indicated that she was still feeling unwell. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/26/2026. It was reported that an alert/notification settings issue occurred. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 01/07/2026 at 6:32 pm with transmitter/wearable serial number (B)(6) . The sensor session lasted 10 days and ended due to end of session on 01/18/2026. There were no bg calibrations attempted during the sensor session. At the time of the alleged failure (2:27 pm), the data indicates that the egvs were at 55 mg/dl and a urgent low alert sounded at 100% audio volume and was immediately acknowledged. All alerts were found to have performed as intended. The root cause of the customer¿s experience was undetermined. The probable cause could not be determined. No additional patient or event information is available.